Event description:
It was reported that following a percutaneous procedure, an angio-seal was used in the right groin puncture site. Limited information has been provided but surgical operative notes dated 2009 were made available which describe that the patient underwent general anesthesia to explore and repair an acute arterial insufficiency in the right lower extremity with removal of femoral and popliteal artery emboli. Foreign material in the proximal superficial femoral artery was noted as well as thrombus which extended to the inguinal ligament. Exploration revealed circumferential dissection of the common femoral artery which was treated with a thrombectomy. The angio-seal was located and removed. The anterior tibial artery was also explored and the distal arterial peroneal trunk was suggestive of thrombus. Blood flow was restored and the wound was flushed and closed. The patient was in stable condition.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that the angio-seal is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in patients who have undergone diagnostic angiography or interventional procedures. The angio-seal IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.